Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen all poly patella cat#: 00597206532, lot#: 62676202. Flex nexgen articular surface cat#: 00597206532, lot#: 62676202. Nexgen cemented femoral component cat#: 00576401552, lot#: 62703303. Bone scr 6.5x30 self-tap cat#: 00625006530, lot#: 62510386. Taper stem plug cat#: 00596009900, lot#: 62618719. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0002648920 - 2017 - 00719, 0002648920 - 2017 - 00720, 0001822565 - 2017 - 08015, 3007963827 - 2017 - 00276. Remains implanted.

Event description:
It was reported that patient underwent arthroscopic synovial biopsy with arthroscopic lysis of adhesions procedure after an initial right total knee arthroplasty. During procedure scar tissue between the liner and the femoral component was removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.